Event description:
Patient revised because of loosening of femoral component, found osteolysis and polyethylene wear.

Manufacturer narrative:
Examination was not possible, as no product was returned. Although the root cause of the reported loosening and wear could not be determined, it would not be unreasonable to expect some wear after approximately 9 years of implantation. The need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.